Event description:
This case was initially received via regulatory authority ((B)(6)) on 11-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("medical device removal") and device breakage ("essure remains were left") in a female patient who had essure (batch no. C26930) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), adverse event ("she was affected by essure") and complication of device removal ("essure remains were left"). The patient was treated with surgery (excision of fallopian tubes and essure removal on (B)(6) 2018) and surgery (second surgery performed on (B)(6) 2018 to remove uterus and uterine neck). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, device breakage, adverse event and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, device breakage and medical device removal with essure. The reporter considered adverse event to be related to essure. The reporter commented: patient underwent two surgeries: the first one in (B)(6) 2018, to excise her fallopian tubes and remove the product, however, essure remains were left; therefore, on (B)(6) 2018, a second surgery was performed to remove her uterus and uterine neck. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal - the analysis in the global safety database revealed 756 cases. Device breakage - the analysis in the global safety database revealed 2.605 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("abdominal inflammation"), device breakage ("essure remains were left"), blindness ("vision loss") and genital haemorrhage ("excessive bleeding, clots which seemed like "abortions"") in a female patient who had essure (batch no. C26930) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menstruation which lasted too much time"), anaemia ("anemia"), complication of device removal ("essure remains were left"), bone pain ("bone pain"), pruritus genital ("sensation of itching in the genital area"), pruritus ("itching on skin and on head"), alopecia ("hair loss"), tooth fracture ("loss of dental pieces"), vitamin d decreased ("lack of vitamin d") and headache ("intense headaches"). The patient was treated with surgery (excision of fallopian tubes and essure removal on (B)(6) 2018), surgery (excision of fallopian tubes and essure removal on (B)(6) 2018) and surgery (second surgery performed on (B)(6) 2018to remove uterus and uterine neck). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, device breakage, blindness, genital haemorrhage, menorrhagia, anaemia, complication of device removal, bone pain, pruritus genital, pruritus, alopecia, tooth fracture, vitamin d decreased and headache outcome was unknown. The reporter provided no causality assessment for alopecia, anaemia, blindness, bone pain, complication of device removal, device breakage, headache, menorrhagia, pelvic inflammatory disease, pelvic pain, pruritus, pruritus genital, tooth fracture and vitamin d decreased with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: patient underwent two surgeries: the first one in 13/feb/2018, to excise her fallopian tubes and remove the product, however, essure remains were left; therefore, on (B)(6) 2018, a second surgery was performed to remove her uterus and uterine neck. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-jul-2018 for the following meddra pts: pelvic pain: the analysis revealed 11687 cases (excluding this case). Pelvic inflammatory disease: the analysis revealed 264 cases (excluding this case). Device breakage: the analysis revealed 2706 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 6-jul-2018: health authority reported new information (replaced terms "medical device removal" and "she was affected by essure"), case was considered incident: "pelvic pain, bone pain, excessive bleeding, clots which seemed like "abortions", menstruation which lasted too long, itching sensation in the genital area, hair loss, loss of dental pieces, abdominal inflammation, lack of vitamin d, anemia, intense headaches, itching on skin and on head, vision loss". Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), pelvic inflammatory disease ("abdominal inflammation"), device breakage ("essure remains were left"), blindness ("vision loss") and genital haemorrhage ("excessive bleeding, clots which seemed like "abortions"") in a female patient who had essure (batch no. C26930) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), blindness (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menstruation which lasted too much time"), anaemia ("anemia"), complication of device removal ("essure remains were left"), bone pain ("bone pain"), pruritus genital ("sensation of itching in the genital area"), pruritus ("itching on skin and on head"), alopecia ("hair loss"), tooth fracture ("loss of dental pieces"), vitamin d deficiency ("lack of vitamin d") and headache ("intense headaches"). The patient was treated with surgery (excision of fallopian tubes and essure removal on (B)(6) 2018), surgery (excision of fallopian tubes and essure removal on (B)(6) 2018) and surgery (second surgery performed on (B)(6) 2018 to remove uterus and uterine neck). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, device breakage, blindness, genital haemorrhage, menorrhagia, anaemia, complication of device removal, bone pain, pruritus genital, pruritus, alopecia, tooth fracture, vitamin d deficiency and headache outcome was unknown. The reporter provided no causality assessment for alopecia, anaemia, blindness, bone pain, complication of device removal, device breakage, headache, menorrhagia, pelvic inflammatory disease, pelvic pain, pruritus, pruritus genital, tooth fracture and vitamin d deficiency with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: patient underwent two surgeries: the first one in (B)(6) 2018, to excise her fallopian tubes and remove the product, however, essure remains were left; therefore, on (B)(6) 2018, a second surgery was performed to remove her uterus and uterine neck. Patient informed that was affected by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.